Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info and was informed that the subject device was utilized during a total laparoscopic hysterectomy (tlh). The subject device was activated approx 5 times over a 8-10 second period. The user noted that the jaw on the subject device started to come apart. No further info was provided. The subject device referenced in this report has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.

Event description:
The user facility reported that the subject device failed during a procedure. The tip of the jaw fell apart. The procedure was reportedly completed with a different but similar device. There was no pt injury reported.